Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized due to a pocket infection with pus. The patient had no fever and the inflammation parameters in the lab work were not increased. The device remained implanted and the patient was treated in the hospital for the infection. No additional adverse patient effects were reported. The device was explanted a year later, when the patient received a heart transplant. (B)(6) study.